Event description:
The catheter was implanted in 2001 and removed in 2002. The cuff was not removed at that time and in 2006 the pt noticed a lump where the catheter had been. The lump was dissected and it was the cuff.

Manufacturer narrative:
The product will not be returned to the MFR for evaluation. The complainant is holding on to it. A complaint history review showed no other product complaints of similar nature.